Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements. The patient remained under monitoring. No adverse patient effects were reported. This pacemaker remains in service.